Event description:
Following an atrial fibrillation ablation procedure the patient experienced complications and was transferred to another hospital. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath, sensor enabled catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient complication remains unknown.

Event description:
Related manufacturer reference: 3005334138-2018-00290.